Event description:
On (B)(6) 2009 the pt reported her insulin infusion sets are not properly adhering to her body. She said she changed her headset yesterday and placed it on her stomach. It is coming off today. She prepares her skin by using alcohol wipes or alcohol on a cotton ball. She stated she is not using any type of dressing. She was advised to use the sandwich method but she declined as she stated she did not like the way it looked and would not be comfortable using this method. She stated she sometimes uses a transparent dressing over the headset. She said she is using "band-aids" to keep the headset on her body. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.